Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and it was noted that one air bubble noted. No patient consequences were reported. No adverse effects were reported.